Event description:
It was reported that the device was sent for repair with no customer comment. During the repair, it was noted that the electrical coating on the wires was deteriorated, making the area of electrical contact larger than usual.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis determined the electrodes are in short circuit. The coating on the wires is deteriorated. The curve of the electrodes is closer to the tube than on the manufacturing model. The coating is probably damaged because of frictions with sharp instruments or with an abrasive during the use or the reprocessing. The curve has been modified, probably after a shock.